Event description:
It was reported that during set-up of the device for a cardiopulmonary bypass (cpb) procedure, the roller pump had no digital display. As a result, an alternate device was employed. The surgical procedure was completed successfully. There was no delay, no blood loss, nor adverse consequences to the patient.

Manufacturer narrative:
The reported complaint was not confirmed. There was no indication of a problem with the pump in the logs. Most likely the pump was still functional and only the display was off. Cannot tell from the log if the display was actually off. No small roller pumps lost power during the case on (B)(6) 2022. The field service representative (fsr) performed mechanical, electrical and visual testing and was unable to duplicate the reported complaint. The unit operated to the manufacturer's specifications. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.